Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in conjunction with the implantation of a non-mdt stent graft in the endovascular treatment of a 68 thoracic aortic aneurysm. It was reported that 10 endoanchors were successfully implanted due to a concern for late failure of the non-mdt stent graft. It was reported that on the same date of the index procedure the patient was hypotensive. This hypotension was resolved with medication four days post the index procedure and recovered with treatment. Two days post the index procedure the patient suffered from bleeding, anemia and a cardiac arrhythmia. This cardiac arrhythmia was resolved with medication on same date it was diagnosed. The bleeding and anemia was resolved three days later and the patient received 1 unit of packed blood cells. The hypotension, anemia/bleeding and cardiac arrhythmia events were all assessed by the sponsor as having a causal relationship to the procedure and not related to the endoanchor helix-fx device. The site assessed these events as related to the index procedure. No cause of the events have been reported. No additional clinical sequalae were provided and the patient is fine.